Manufacturer narrative:
Combination product: yes.

Event description:
This lead was implanted then later that day explanted due to loss of capture and insulation break. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The suture sleeve, conductor coil and insulation were found squeezed and damaged 25 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. These damages probably occurred during the implantation procedure due to a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.